Event description:
It was reported that during a da vinci si surgical procedure, the pk dissecting forceps instrument was not being recognized by the da vinci robot system. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the reported failure mode. The instrument was placed on in-house da vinci robot system and driven with no problem. Instrument passed recognition, engagement tests. The instrument showed that it was expired, 0 uses left. Pogo pins did not stick and were not contaminated. Additional observations not reported by site were damaged wire and broken yaw pulley. One conductor wire was found to be broken at the yaw pulley exit. The wire was detached from its connection at the grip. Instrument failed electrical continuity test. Yaw pulley was also missing a 0.175 x 0.060 piece opposite the conductor break, allowing the grip to move within the pulley and have a larger range of motion in the yaw. The customer reported complaint does not itself constitute a reportable event; however, the broken yaw pulley found during failure analysis if to reoccur could cause or contribute to an adverse event.